Event description:
Reporter alleged obtaining discrepant blood glucose values in the 300s mg/dl back to back with a result in the 100s mg/dl when testing was performed on the advantage system. Reporter did not provide the exact time between the testings other than the reference to back to back testing. Reporter stated she was experiencing hypoglycemic symptoms during the time of testing and took insulin based on the result; however, could not verify what kind of treatment, if any, she received. A request was made for the return of the suspect device and replacement product was sent.